Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H4, h6 part:323.062 lot no:5l20392 release to warehouse: 10 july, 2019 manufacturing site: werk bettlach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent the orif with the drill bit and the screw for left olecranon fracture. After temporary fixation of the olecranon plate, several screws were inserted into proximal side. The drill bit interfered with the screw. Drilling continued while the drill bit was interfering with the screw. As a result, the drill bit broke and the broken part remained in the body. The surgeon gave up on removing it due to its location. The surgery was completed successfully without any surgical delay. The surgeon guessed that drilling continued while interfering with the inserted screw, and a load was applied to the drill bit. A possible cause other than the product is lack of confirmation with images during surgery when there was an anomaly. Patient status/ outcome: stable no further information is available. This report is for one (1) drill bit ø2 w/double marking l140/115 3 this is report 1 of 1 for complaint (B)(4).